Event description:
The customer reported dry blue stain along the side and under the instrument involving the coulter act diff 2 analyzer. The customer indicated system startup and sample analysis were functioning properly. The customer was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous patient results were generated. There was no patient impact associated with this event. The laboratory has an exposure control/risk management plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed crusty material around the area of the aspiration probe and cleaned up the area. The fse replaced the rinse block and cleaned the vacuum isolator chamber (vic). The fse replaced the hemoglobin lamp lens as the lens was scratched and noted the hemoglobin lamp housing was dirty. The fse completed several sample analyses on the instrument and noted no further evidence of fluid leak. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. (B)(4).